Manufacturer narrative:
Pump received with broken reservoir tube lip and missing reservoir tube lip o-ring noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
The customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose was 161 mg/dl. The customer stated that the reservoir is stays in place. The device will be returned for the analysis.